Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had main arm cannot communicate with the motor arm error. Customer's blood glucose value 83 mg/dl. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump and pump error still occurs. Advise customer to program 0.2 unit fill cannula into air to determine if delivery was successful and the customer was unable to perform testing due to fill cannula was greyed out. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No the flash crc is incorrect for factory stored information or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed the flash crc is incorrect for factory stored information and the main arm cannot communicate with the motor arm alarms due to a software error.